Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the implantable cardiac monitor exhibited backup operation. It was noted that electrocautery was used during the implant procedure. After device software download, normal function resumed. The patient was stable and would continue to be monitored.